Event description:
It was reported that the customer was taken to the hospital by paramedics due to hypoglycemia. The customer's blood glucose read "low" on the glucometer. The customer's husband stated that the customer's blood glucose was low because, a nurse had changed the settings on the insulin pump. Troubleshooting was performed, and the customer's husband stated that the insulin pump was programmed incorrectly. The customer's husband was advised to have the customer revert to a back up plan to treat her diabetes until the settings on the insulin pump can be corrected by her doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.